Manufacturer narrative:
(B)(4) - we did receive performance data collected from the device and have analyzed the data. The time of recommended replacement time (rrt) in save to disk was 2012 (B)(4). The device recommended replacement time was less than or equal to 2.62 volts. The weekly battery voltage trend shows minimum battery voltage equal to 2.64 to 2.62 volts between 2012 (B)(4) and 2012 (B)(4). There was one low battery voltage alert on 2012 (B)(4). The device was returned and analyzed. The device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the device reached possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.